Manufacturer narrative:
The insulin pump was received unable to prime during prime test and alarmed compromised force sensor system during basic occlusion test due to loose protruded drive support disk. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was 325 mg/dl at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. Insulin pump was not able to exit the "preparing to pime" loop. Insulin pump did not receive 2 nd series of beeps and numbers did not appeared on display. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.